Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed right ventricular lead exhibited low pacing impedance. No intervention was performed. There were no patient consequences. The patient will be further monitored.